Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the device stopped performing as expected. The patient experienced urinary incontinence. All components were successfully removed and replaced. There were no patient complications.